Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the fast fix t1 was implanted, then t2 broke. The procedure was successfully completed using a back-up device. It is unknown if there was a significant delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection revealed that the device received in the box labeled as a 72202468 with a lot number of 2060457 was not a fast fix device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of implant material specification, found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A clinical evaluation states that the two provided (undated/unlabeled) photos were reviewed and appear to show the intraoperative placement of suture within tissue, but the sutures are not secured; unable to determine the details or specifics of this procedure based on these images alone or identify a root cause of the broken anchors. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. (Health effect - impact code).

Event description:
It was reported that, during a meniscus repair surgery, the fast fix t1 was implanted, then t2 broke. The procedure was successfully completed using a back-up device. Both ts were removed from the patient and a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
Additional information on a1, a2, a3, a4 & b4.